Event description:
A patient with a cardiac resynchronization therapy defibrillator (crt-d) system was reported as deceased by a healthcare provider. The clinic called the patient's and a family member stated that the patient had died during the night. It was reported that the patient died approximately seven months post implant of the crt-d. A cause of death was requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.